Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient implanted with a 650cc mentor cpx4 plus, smooth, medium height tissue expander experienced a deflation on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2024.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the cpx4 plus sm te mh 650cc tissue expander was found to have two (2) tears on the anterior view, tear (a) between the union of the shell and the bladder, and tear (b) measuring approximately 1.0 cm. In addition, the tear (b) was noticed within a crease/fold. Microscopic examination was performed, and the cause of the tear (a) could not be identified. Therefore a thickness measurement was conducted on the shell at the tear (a), and the thickness was within manufacturing specifications. Additionally, instrument damage was not found in the area of the tear (b). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the tear (a), the instructions for use contain the following caution: the patient should be advised that vigorous body movement (e.g., physical exercise) or excessive manipulation or trauma in the region of the expander may cause stress to the device and result in subsequent deflation. The evaluation determined that the possible cause of the rupture (b) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the tissue expander is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Tissue expander may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).